Event description:
A customer reported to baxter (B)(4) a non-vented spike with clearlink in which a separation occurred. According to the report, the device was inserted in a bag containing chemotherapeutic drug. They inserted a syringe to draw the solution and when removing the syringe (ll type), the clearlink disconnected from the white spike and remained connected to the syringe. The event occurred before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer. If additional information or samples become available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Additional information: a labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. Should additional information be received, a follow-up medwatch will be submitted.